Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for a separate issue of ¿filling slowly message¿ during the pd treatment. There were no reported allegations of any issues with fresenius products in relation to the peritonitis event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc) count of 302. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse stated that the patient¿s pd catheter (not a fresenius product) is having difficulty filling/draining. However, it was stated the patient is recovering from the peritonitis event and continues pd treatments with the same cycler and manual pd exchanges. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique during the pd exchange due to the patient draining into a drywall bucket (non-compliance).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for a separate issue of ¿filling slowly message¿ during the pd treatment. There were no reported allegations of any issues with fresenius products in relation to the peritonitis event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc) count of 302. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse stated that the patient¿s pd catheter (not a fresenius product) is having difficulty filling/draining. However, it was stated the patient is recovering from the peritonitis event and continues pd treatments with the same cycler and manual pd exchanges. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique during the pd exchange due to the patient draining into a drywall bucket (non-compliance).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported by the patient¿s pd nurse that the patient is non-compliant and drains into a drywall bucket. Therefore, based on the reported information, the patient¿s peritonitis was likely due to a breach in aseptic technique, as also reported by the pd nurse.